Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unintentional disconnection of the transfer set from the patient line of the homechoice cassette was observed. This occurred during drain three of five of peritoneal dialysis therapy. Baxter technical service (bts) advised the patient to start over with all new supplies or complete therapy with manual supplies. It was further reported that the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.